Event description:
Pt had an adverve reaction with an accmulation of fluid at implant site as a result of using norian product.

Manufacturer narrative:
H3, h6: no conclusions can be drawn as the product was not returned for evaluation.